Event description:
Information was received from a health care provider (hcp) and a consumer regarding a patient receiving intrathecal baclofen at 200 mcg/day. The indication for use was intractable spasticity. It was reported that the patient was going to have an MRI for symptoms unrelated to the device or therapy. The unrelated symptoms included back problems, buttock pain, left leg numbness and the inability to move it. The change in the unrelated symptoms was gradual. The back/leg pain was not new and was not due to the pump. The pain began in 2014. It was also noted that the pump was moving around in the pocket toward the abdomen and up into the rib. The abdomen distended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.